Event description:
It was reported that the customer was hospitalized due to complications related to diabetes. Customer's blood glucose level at the time was unknown. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.